Event description:
It was reported that a patient experienced alarms and errors with their insulin pump, which resulted in the pump not delivering insulin. This caused the patient's blood sugar levels to spike very high, leading to a month-long hospital stay. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.